Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion.

Event description:
On 09/24/2024, it was reported by a sales representative via sems-(B)(4) that an abs-10062t angel® cprp system with aspiration kit had a hole in the tubing and wasn't able to process the blood. This occurred during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.